Event description:
On (B)(6): customer reported to toshiba via e-mail; "yesterday afternoon, we had an incident with the hydradjust plus dr table, only the table system was powered. Incident occurred when the table elevated to upper limit without any staff intervention; unfortunately, the system locked up with the tube in the extended position. The staff recycled the table power (via breaker switch) but the system remained the same fault state. The patient lift could not be used due to the tube being in the extended position, a team of staff arrived to assist with patient transfer to a stretcher bed, no one was injured."

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.